Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Company causality comment:I ncident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("protruding malpositioned essure device, extending into the uterine fundus") and cervical dysplasia ("cervical intraepithelial neoplasia") in a 39-year-old female patient who had essure (ess205) (batch no. 623462, 623462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermal ablation was performed at the time of essure implantation". The patient's past medical history included depression. Concurrent conditions included obesity, cervical dysplasia, eating disorder, kidney stone and paratubal cyst. Concomitant products included intrauterine contraceptive device (iud nos) from 2000 to 2002 and medroxyprogesterone acetate (depo-provera) for birth control as well as bupropion (wellbutrin), esomeprazole w/naproxen, topiramate (topamax) and venlafaxine (effexor). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2015, the patient experienced cervical dysplasia (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), alopecia ("hair loss"), perineal pain ("perineal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove essure implant/hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (colposcopy, hysterctomy on the (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, perineal pain and abdominal pain had resolved and the device dislocation, cervical dysplasia, depression, migraine, headache, dyspareunia, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, cervical dysplasia, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, migraine, pelvic pain, perineal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. Culture throat - on an unknown date: no beta hemolytic strep group a detected hysterosalpingogram - in 2007: (B)(6) 2015, pelvic ultrasound: protruding malpositioned essure device, extending into the uterine fundus. No other significant abnormalities. CT of the abdomen and pelvis without 'contrast: no acute process in the abdomen or pelvis. Concerning injuries reported in this case the following one/ones were described in patient medical records tubo- device expulsion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received: reporters details added. Event added as hydrothermal ablation was performed at the time of essure implantation, protruding malpositioned essure device, extending into the uterine fundus. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 39-year-old female patient who had essure (ess205) (batch no. 623462, 623462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, cervical dysplasia, eating disorder and kidney stone. Concomitant products included intrauterine contraceptive device (iud nos) from 2000 to 2002 and medroxyprogesterone acetate (depo-provera) for birth control as well as bupropion (wellbutrin), topiramate (topamax), venlafaxine (effexor) and vimovo. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), cervical dysplasia ("cervical intraepithelial neoplasia"), alopecia ("hair loss"), perineal pain ("perineal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove essure implant/hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, perineal pain and abdominal pain had resolved and the depression, migraine, headache, dyspareunia, weight increased, cervical dysplasia and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, cervical dysplasia, depression, dysmenorrhoea, dyspareunia, headache, migraine, pelvic pain, perineal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. Hysterosalpingogram - in 2007: most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received- reporter information, patient details, other relevant history, lab data, product information, concomitant drugs, events- psychological or psychiatric problems condition: depression, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, cervical intraepithelial neoplasia, hair loss, perineal pain, abdominal pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("protruding malpositioned essure device, extending into the uterine fundus") and cervical dysplasia ("cervical intraepithelial neoplasia") in a 39-year-old female patient who had essure (ess205) (batch no. 623462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermal ablation was performed at the time of essure implantation". The patient's past medical history included depression. Concurrent conditions included obesity, cervical dysplasia, eating disorder, kidney stone and paratubal cyst. Concomitant products included intrauterine contraceptive device (iud nos) from 2000 to 2002 and medroxyprogesterone acetate (depo-provera) for birth control as well as bupropion (wellbutrin), esomeprazole w/naproxen, topiramate (topamax) and venlafaxine (effexor). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2015, the patient experienced cervical dysplasia (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), alopecia ("hair loss"), perineal pain ("perineal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove essure implant/hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (colposcopy, hysterectomy on the 7 jan 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, perineal pain and abdominal pain had resolved and the device dislocation, cervical dysplasia, depression, migraine, headache, dyspareunia, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, cervical dysplasia, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, migraine, pelvic pain, perineal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. Culture throat - on an unknown date: no beta hemolytic strep group a detected hysterosalpingogram - in 2007: (B)(6) 2015, pelvic ultrasound: protruding malpositioned essure device, extending into the uterine fundus. No other significant abnormalities. CT of the abdomen and pelvis without 'contrast: no acute process in the abdomen or pelvis concerning injuries reported in this case the following one/ones were described in patient medical records tubo- device expulsion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.